Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd plastipak¿ luer-lok syringe has been found experiencing leakage during use. The following has been provided by the initial reporter: drug leakage. After drawing drug (5-fluorouracil), the drug leaked from the stopper, and the user observed that there is a crack in the stopper, and doubted it is the root cause. Actual sample is discarded.